Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal ligation procedure performed on (B)(6) 2025. During the procedure, when the physician attempted to deploy the band, one band was stuck within the wire. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal ligation procedure performed on (B)(6) 2025. During the procedure, when the physician attempted to deploy the band, one band was stuck within the wire. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The returned device underwent visual and microscopic inspection, which revealed damage to the teeth. Additionally, the slack had not been taken up, and the handle showed no evidence that the trip wire was secured to the post. Further examination confirmed that the trip wire was broken. The customer also provided a photo showing the device label and packaging; however, the reported bands unable to deploy was not visible in the image. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot and the wire was not secured to the handle; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." And "secure trip wire in slot on handle unit." The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest that the device may have been subjected to excessive force, resulting in damage to the teeth. Alternatively, this damage could be related to the technique used when the physician inserted the device through the patient, which may have compromised the teeth and affected the handle's functionality during band deployment. It was determined that the device's instructions for use were not followed, as the slack was not taken up from the handle slot and the trip wire was not secured to the post. These omissions can affect the proper deployment of the bands once the ligator housing is installed on the endoscope, causing the trip wire to function incorrectly with the handle during band release. It was determined that the trip wire had broken, indicating that excessive force may have been applied during the attempt to deploy the bands, potentially compromising the device mechanism. Additionally, anatomical tortuosity or device positioning could have interfered with proper functionality. The technique used to grasp the varix or polyp may also have contributed to suture misalignment, resulting in the failed band release. Based on all gathered information, the probable cause selected is failure to follow instructions.